Event description:
It was reported that the patient underwent a full explant procedure due to an unknown reason. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7075669/7075856.